Event description:
The customer reported that the insulin pump alarmed multiple no delivery alarms, and the infusion set was changed several times in the last couple days. The customer stated the insulin pump works properly until it gets half way of the reservoir. Troubleshooting was performed. Ran a displacement test and the test failed. The numbers on the insulin pump continued to ramp. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.